Event description:
It was reported that after the patient complained of pain post surgery, x-rays shows that 2 of the 4 screws were broken. Revision surgery was completed (l3-l4) with competitor constructs. Adverse consequences to the patient included medical intervention.

Event description:
It was reported that after the patient complained of pain post surgery, x-rays shows that 2 of the 4 screws were broken. Revision surgery was completed (l3-l4) with competitor constructs. Adverse consequences to the patient included medical intervention.

Manufacturer narrative:
Method: labeling review, risk assessment. Result: the reported event was confirmed via review of x-ray images. The device was not returned and no lot number was provided, therefore further inspection and manufacturing review could not be performed. Surgical technique guide was reviewed. According to surgical technique, these implants are temporary internal fixation devices designed to stabilize the operative site during the normal healing process. After healing occurs, these devices serve no functional purpose and can be removed. The stresses and strains on the implants may cause metal fatigue or fracture or deformation of the implants, before the bone graft has become completely consolidated. Surgeons must instruct patient regarding appropriate and restricted activities during consolidation and maturation for the fusion mass in order to prevent placing excessive stress on the implants which may lead to fixation or implant failure and accompanying clinical problems. While the expected life of spinal implant components is difficult to estimate, it is finite. These components are made of foreign materials which are placed within the body for the potential fusion of the spine and reduction of pain. However, due to the many biological, mechanical and physicochemical factors which affect these devices but cannot be evaluated in vivo, the components cannot be expected to indefinitely withstand the activity level and loads of normal healthy bone. Conclusion: some of the plausible root causes include material fatigue and patient's activity level post-op. No additional information was provided by the doctor and products were not returned therefore the exact root cause cannot be concluded. Device not returned; discarded by hospital.